Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during preventive maintenance of the epg (external pulse generator), it was found that the epg did not continue to pace when the battery was removed; it turned off. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device failed battery removal amplitude testing due to the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, the two side bail covers were broken, the ring cover was broken, two side bails were missing, the ring was missing, and the battery drawer was broken. Further analysis was performed on the main pcb. This analysis confirmed the failure caused by two capacitor component failures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.